Event description:
It was reported that a small volume infusor experienced an underinfusion. The reporter stated that only about 30ml of the expected 100ml was delivered in the 46 hour infusion time. The infusor was filled with 83ml fluorouracil and 17ml saline. The reporter stated that the customer primed the infusor and confirmed solution flow. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between 05/21/2013 and 05/22/2013. Evaluation summary: the sample was received for evaluation. A visual inspection and functional flow rate test were performed. No nonconformances were identified. Flow was observed at the distal luer and the flow rate was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.